Event description:
The customer reported that their acuity central station system was slow. Pt alert and alarm conditions showed yellow or red in the waveform window, but the window did not update to display the text of what alarm or alert had occurred. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device has not been returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.